Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Please reference section b5. Evaluation results: the device was returned to zoll medical corporation. The customer's report of unable to pace was not replicated or confirmed. The device passed all pacing tests using test accessories without duplicating the report. Review of the device log found no evidence of a pacer malfunction. The customer's report of accessory error 7 was observed during review of the device data logs. However, the report was unable to be duplicated during testing. This error occurs when the device is unable to communicate/read the ID chip of the accessory, and typically indicates a connection or accessory issue. The device was recertified and returned to the customer. The accessories used during the event were not returned. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), the device was unable to pace and prompted "accessory error 7". Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), the device was unable to pace. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.